Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had diabetic lows, and did speak with their health care provided about it. The customer passed away at home on (B)(6) 2015. The cause of death was arteriosclerosis. The customer had been ill with this medical condition for two years. The customer had heart and kidney disease and was on dialysis. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was returned with an energizer battery. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and shifted end cap sticker. Data analysis: there is no data listed for the dated of (B)(6) 2015 due to the insulin pump had a depleted battery installed.